Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 80% stenosed, de novo lesion in the left anterior descending (lad) artery. The patient presented with angina and a 3.0x23mm xience alpine drug eluting stent (des) was implanted at the target lesion, after which an edge dissection was noted. Another xience alpine des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.